Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is had massive internal bleeding". "Concerned about lymphoma", ¿lymph nodes are always swollen and sore under both underarms", ¿breast implants feel ¿painful¿, "lost 10kgs of weight in one month.", "nerves damaged", and "rippling". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿had massive internal bleeding". "Concerned about lymphoma", ¿lymph nodes are always swollen and sore under both underarms", ¿breast implants feel ¿painful¿, "lost 10kgs of weight in one month.", "nerves damaged". Patient also reported 'went back to surgeon, took them out fixed the bleed, cleaned the implant with iodine and put them back in¿. "Rippling" was also noted on ultrasound. The device remains implanted.